Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Pre-investigation statement: as described in the complaint description it was reported that during a procedure, the instrument broke. The returned part was found in an intact condition and therefore the flow chart ¿visual / examples: missing feature or component/peeling coating/corrosion/temperature sensitive indicator¿ was selected for this investigation. Investigation site: cq zuchwil selected flow(s): visual - adverse event (no reported product problem). Visual inspection: upon visual inspection of the complaint device it can be seen that the part is not cracked or even broken, based on this we are not able to confirm complaint description. In addition, the instrument is in a very used condition with marks and scratches all over, which is an indication of regular use through its 11 years of lifespan. Summary: after a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the in the investigation flow listed remaining investigation steps are not required. Device history lot part: 323.061, lot: 2004522, manufacturing site: hägendorf, release to warehouse date: oct. 02, 2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for distal fibula fracture. When the surgeon bent a plate after connecting the drill guide to the plate, the screw part of the drill guide broke. The surgery was completed successfully. There was no surgical delay. No further information is available. Concomitant devices reported: unknown plate (part # unknown, lot # unknown, quantity 1), unknown plate bender (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).